Event description:
The customer reported to olympus, the gastrointestinal videoscope experienced an image focusing issue not allowing the surgeon to see the bowl clearly. This issue occurred during an unspecified procedure. The surgeon had to abort the procedure and the stack was rebooted. There were no reports of patient harm or injury.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
Additional information was obtained from the customer. The intended procedure was a diagnostic gastroscopy. The procedure was successfully completed with a slight delay while the scope was exchanged. The patient underwent extended anesthesia (10-30 minutes). The device was inspected before use. The customer confirmed there was no impact to the patient. The customer also reported an error code 204 presented at the time of the image issue.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and results of the final investigation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following is included in the device instructions for use (IFU): "chapter 5 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿." Olympus will continue to monitor field performance for this device.